Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a request for therapy assistance on the homechoice machine, it was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by vomiting. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis, treatment for the event, and patient outcome were not reported. The report indicated that automated peritoneal dialysis therapy was ongoing. No additional information is available.